Event description:
Product analysis was completed for the returned generator. Visual examination of the generator showed markings typical of surgical procedures. The black dots noted on the generator were identified as burn marks, which indicated that the generator may have been exposed to an electrocautery tool. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. No other surface abnormalities were noted. No additional relevant information was received to date.

Event description:
It was reported that during a replacement surgery for the events reported in mfg report #1644487-2019-00713, the surgeon looked at the device being explanted and stated seeing some black dot marks. These were confirmed to have been seen prior to the surgeon manipulating the device for explant. Prior to surgery, it was noted that the device was already disabled upon interrogation. No pre-operative diagnostics were performed. The explanted device was shipped back for analysis. Analysis was not completed to date. No additional, relevant information was received to date.